Event description:
Customer had needle break off two yrs ago. On (B)(6) 2012, customer notified bd that he had needle surgically removed.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted related to the defect. Quality will continue to monitor on monthly trend reports.